Manufacturer narrative:
Product complaint: (B)(4). The results of this review indicate there were zero non-conformance's regarding the nature of the complaint associated with this lot. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysteroscopic video myomectomy on (B)(6) 2019 and the electrosurgical device was used. It was reported that the bipolar loop broke due to the large myoma being hardened/calcified before complete resection. It was necessary to use another like loop to finish the myomectomy. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/23/2020. Additional information: d9, h3, h6. H3 analysis summary: the active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.